Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and unconsciousness.

Event description:
Dexcom was made aware on 10/27/2017, that on (B)(6) 2017, the patient experienced an intermittent audio output on the receiver and hypoglycemic event. The patient was leaving their appointment with their hair dresser and did not hear or feel an alert from the receiver. While sitting in the car, the patient became sleepy and went unconscious. The patient's hair dresser called 911 and when the paramedics arrived, they transported the patient to the hospital. A blood glucose meter reading was taken on the way to the hospital and was 300 mg/dl. The patient stated that they did not know what the cgm was reading at the time of event. The patient was treated with unknown medications at the hospital and was released after they ate dinner. At the time of contact, the patient was doing good. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that when the paramedics initially tested the patient's bg with their glucometer the reading came back as 30mg/dl. The paramedics then treated the patient on the scene and on the way in the ambulance with glucagon for a hypoglycemic event. When the patient woke up in the ambulance the paramedics tested her again and had a reading of 300 mg/dl. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Global receiver communication tool test was performed and passed. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.